Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
This was noted in an article for peripheral vascular disease. The patients (3,243) in this retrospective review article were treated between 2007 and 2010 through the femoral approach. The physician's concerns noted in an article regarding the cook micropuncture needle set: regarding the floppy tipped wire guide and inadvertent cannulation of side branch vessels with subsequent vascular perforation and retroperitoneal bleeding (discussion, page 1183 in attached article). A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. This report was written due to an article, no adverse effects were noted to a patient.

Manufacturer narrative:
Pt info: unknown as not provided. Event date: unknown as not provided. Lot # unknown as not provided. Catalog # unknown as not provided. Expiration date unknown as lot is unknown. UDI # is unknown as no lot # was provided. (B)(4). Mfg date: unknown as no lot # was provided. Event evaluation: the device was not returned to assist in the investigation; however, a review of the complaint history, drawings, instructions for use (IFU), manufacturing instructions, quality control and specifications was conducted during the investigation. The manufacturing and quality control departments perform a 100% inspection, verifying each device is free from bends, kinks, has adequate joint strength, correct outside dimension and other surface imperfections prior to transport. The IFU states how to prepare and use product, and list vessel perforation under potential adverse events. As no product was returned and based on the level of information provided, a definitive root cause can not be determined or reported at this time. We will continue to monitor for similar complaints. Pt info: unknown as not provided. Event date: unknown as not provided. Lot # unknown as not provided. Catalog # unknown as not provided. Expiration date unknown as lot is unknown. UDI # is unknown as no lot # was provided. (B)(4). Mfg date: unknown as no lot # was provided. Event evaluation: the device was not returned to assist in the investigation; however, a review of the complaint history, drawings, instructions for use (IFU), manufacturing instructions, quality control and specifications was conducted during the investigation. The manufacturing and quality control departments perform a 100% inspection, verifying each device is free from bends, kinks, has adequate joint strength, correct outside dimension and other surface imperfections prior to transport. The IFU states how to prepare and use product, and list vessel perforation under potential adverse events. As no product was returned and based on the level of information provided, a definitive root cause can not be determined or reported at this time. We will continue to monitor for similar complaints.

Event description:
This was noted in an article for peripheral vascular disease. The patients (3,243) in this retrospective review article were treated between 2007 and 2010 through the femoral approach. The physician's concerns noted in an article regarding the cook micropuncture needle set: regarding the floppy tipped wire guide and inadvertent cannulation of side branch vessels with subsequent vascular perforation and retroperitoneal bleeding. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. This report was written due to an article, no adverse effects were noted to a patient.